Event description:
Report received from sweden states: "the doctor had to change the (B)(4) twice during the procedure due the clogging of the filter. The nucleus was very hard. The procedure was prolonged as the filter needed to be changed twice. There was no injury reported."

Manufacturer narrative:
The product has been requested yet not received. The sterilization and lot history records were reviewed and found to be acceptable. One of two.